Event description:
It was reported that a large volume infusor had no flow through a peripherally inserted central catheter (PICC). The white attachment piece (distal luer), which should have a small bubble of fluid at the top, was completely dry. The device contained vancomycin 4250mg in 240ml of sodium chloride 0.9%. After several hours with no infusion, the device was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between march 7-8, 2025. H11: the actual device was received for evaluation with 237ml of fluid in the bladder. A visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. Removal of luer cap showed evidence of continuous flow of fluid out of the distal luer. A functional flow rate test was performed, and the results were found to be within the product specification range. The reported condition was not verified. The device was found to be a conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.